Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent ipg charging for longer period of time. Reprogramming was done however it was unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.